Event description:
Patient was using the wheelchair (wc) vipergt recline 16in serial number (B)(6) with wc anti tipper viper gt drive pr and wc legrest elevated ped viper plus drive 1/pr when the footrest reportedly failed. The patient's foot was resting on the left footrest and the left footrest became unattached from the wheelchair, causing the patient's foot to fall and stretch/elongate, causing distress to stitches that were on the top of the patient's foot/leg that then began to bleed. Product was returned to pediatric home service due to reported issue. Currently quarantined in biomed department to undergo additional testing to determine cause of failure.